Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic umbilical hernia repair. Detailed description of event: rep was present in the case when cb030 would not cut tissue during procedure. The surgeon actuated the blade on tissue, kept jaws closed, and when the scissors were pulled away it grabbed and moved the tissue like a grasper instead of cutting. Additional information received via email (B)(6)2021 from [name], account manager: the scissors' failure to cut occurred at the start of the case, but the device was reported to be functional upon initial use. Case was completed using the cautery post instead of cutting. Product is available for return. Patient status: no patient injury. Type of intervention case was completed using the cautery post instead of cutting.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic umbilical hernia repair detailed description of event: rep was present in the case when cb030 would not cut tissue during procedure. The surgeon actuated the blade on tissue, kept jaws closed, and when the scissors were pulled away it grabbed and moved the tissue like a grasper instead of cutting. Additional information received via email 15dec2021 from [name], account manager: the scissors' failure to cut occurred at the start of the case, but the device was reported to be functional upon initial use. Case was completed using the cautery post instead of cutting. Product is available for return. Patient status: no patient injury. Type of intervention case was completed using the cautery post instead of cutting.